Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that implantable pulse generator was unable to establish a connect with the patient controller and the clinician programmer resulting in the patient experiencing ineffective stimulation. Patient underwent an unrelated procedure and the device was not placed in surgery mode. Troubleshooting attempts were performed however the device was still unable to be connected. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
New information received states that the device was explanted and a new device was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.